Event description:
User facility reported to the manufacturer that they were not receiving any alarm tones from the device.

Manufacturer narrative:
According to the initial reporter (the user facility's clinical engineer), the user facility first tried replacing the device's power supply board, but this did not rectify the no sound condition. Per discussions held with the user facility's clinical engineer, the user facility decided to scrap the device due to the cost of replacing additional boards or sending it in for repair. As a result, there is no opportunity for the manufacturer to evaluate the device in question in order to confirm that an actual malfunction had occurred or to determine the cause of the reported problem. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur.